Event description:
New information states the patient was stable post procedure.

Manufacturer narrative:
Final analysis found an insulation abrasion breaching the outer insulation and exposing the outer coil at 11.3cm to 11.6cm proximal to the suture sleeve tie impression. Abrasions are consistent with constant friction with another device. This likely contributed to the complaint of noise that was reported from the field.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced. No additional information was available.